Manufacturer narrative:
The device was rec'd at the mfg site for eval, however the complaint could not be confirmed. According to the performance tests, the device worked per the specifications.

Event description:
Customer stated that the drill overheated during a cast removal. A backup unit was used to complete the procedure. There was no medical intervention required and no delay in the procedure.